Event description:
Boston scientific crm received information that this patient has experienced some syncopal episodes in the past due to interference with her device from outside sources. The patient is expected to wear a badge around her neck, that has a battery in it, and is concerned that the battery will interfere with her device and cause additional syncopal episodes. The device remains implanted, and the patient will be trying to get permission to either not wear the badge at all, or wear it somewhere on her belt. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.